Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator was part of a system explant due to infection. During the removal of scar tissue at explant, liberal use of cautery was used. The device was reported to have gone in to safety core at that point. The device was returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. The device had not bee programmed to electrocautery mode during the explant procedure. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery. There was a lead leakage in session fault also recorded the day of explant.